Manufacturer narrative:
This product remains implanted; therefore, technical analysis cannot be conducted. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this right ventricular (rv) lead was seen in outpatient treatment, and review of device memory showed an oversensing episode in (B)(6) 2024 which resulted in pacing inhibition. This was not reproducible in clinic. It was noted the patient was asymptomatic. It was also noted an episode of oversensing also occurred in the (B)(6) 2024. The physician contacted technical services (ts) for further review and recommendations. Ts reviewed available device data and provided troubleshooting steps to exclude possible lead impairment. No adverse patient effects were reported. This product remains in service.